Manufacturer narrative:
Concomitant medical products: item name: nonaugmentable stemmed tibial component size 7, catalog number: 00598605701, lot number: 62831337. Item name: femoral component option size g left, catalog number: 00595601701, lot number: 62748430.

Event description:
It was reported that patient underwent a revision surgery due to pain. Upon removal of the implant the surgeon noted that the articular surface appeared severely damaged with large gouges.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the articular surface confirmed severe pitting and gouging. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.